Event description:
No additional information is available.

Manufacturer narrative:
Distribution history: this complaint unit was manufactured at csi on 08/26/2020 under wo (B)(4) and shipped on 09/08/2020. Manufacturing record review: DHR 292527 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on service notes, this unit was at csi on 03/11/2024. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the device was noted to have significant damage including the board. Exposure to heat and impact was determined to be contributing to the complaint condition. The heat source was not confirmed and the unit was returned without the batteries to evaluate them. However, the only source of heat may be due to defective batteries or an external source exposing the device sufficient heat or some combination of the 2 scenarios. The board is not a potential heat source and the back casing of the device confirms sufficient heat exposure to melt the plastic housing. Root cause is attributed to handling error. The unit was not repairable and scrapped out. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No other action is required.

Manufacturer narrative:
Device is being returned for repair. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the unit was visibly smoking, not working properly. No harm reported. No additional information is available. 1216677-2024-00017 (B)(4)